Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black spots were observed in the fluid path of an eccentric tip syringe with bd precisionglide¿ needle before use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the returned photo and observed black foreign matter in the syringe. However, since an actual sample was not returned the root cause of the reported issue could not be determined. A device history record review showed no non-conformance's associated with this issue during the production of this batch. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. If samples are received in future the complaint will be re-open and re-investigated. We will continue to monitor the defect trend.

Event description:
It was reported that black spots were observed in the fluid path of an eccentric tip syringe with bd precisionglide¿ needle before use. There was no report of exposure, serious injury or medical intervention.